Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had light broken, dew on lens and slight scratch on tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure light broken was confirmed and the reported failure slight scratch on tip, dew on lens was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section is broken, the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event slight scratch on tip, dew on lens could not be determined and for the additional reportable findings, the most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.